Event description:
Additional information received reported that the patient was seen by a health care provider on (B)(6) 2012 and re-educated on the process of recharging. The reporter stated that the patient was receiving effective stimulation at the time of the appointment. It was noted that the patient did not report the issues of shocking and jolting to the health care provider. The patient did have issues with needing new batteries in the patient programmer.

Event description:
It was reported that the patient had coupling and/or communication issues. It was hard for the patient to get all bars and it was better when the patient stood up and then she would sit down real easy and the bars would drop. The bars seemed to drop down to 2 when the patient would sit and lean back in the chair with her legs up. Recharging was uncomfortable and tiring for the patient for the time she had to sit if should could not lean back. The patient did recharge for three hours one time and the device was 50% full with all coupling bars. It was recommended to charge more often. It was also report that one instance the patient got tired of not being able to recharge that she left the device off. The patient got a shocking or jolting sensation a couple of weeks ago when she went through two metal door gates to get into a pool and the device turned off. Two weeks ago, the patient got a jolt in her legs and she could not move or lift her legs at the lobby in her doctor's office. The patient felt as if she got electrocuted and when she sat down it started to go away. The patient would leave her device off when she went out to conserve battery. The patient went to (B)(6) and was pushing the car and got it again and as she got to her son's car, she got it again. The stimulation was off for a couple of days since the day she was unable to charge the battery and did not have her programmer. The patient needed stimulation for walking only but the only time she got good therapy was when she walked exactly straight and due to back pain she could not be straight. The patient used a cane because she was unsure of her feet. The patient had been to the physicians several times and had another appointment scheduled for (B)(6). Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received reported that the cause of the event was the patient programmer needing new batteries. It was noted that the signs and symptoms were 'unknown and reduced relief.' There was no intervention, no hospitalization, and no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 355531, lot# n345768, implanted: (B)(6) 2012, product type screening device. (B)(4).